Manufacturer narrative:
The lot number was unknown, however, a suspect lot number was provided: h22c16038. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the catheter adapter of a transfer set and the titanium adapter. This occurred in late afternoon during an unspecified process step of peritoneal dialysis therapy. There was no allegation against the titanium adapter and it remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. Correction: d4 and g4. D4: catalogue #: was changed from asku to 5c4482. G4: PMA/510k # or bla #: was changed from ni to k152675. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.